Manufacturer narrative:
Twenty-one (21) stopcocks were returned for investigation. Some of the stopcock plugs have been turned and their stops have bent as a result. The tabs on the returned stopcocks were measured and are in specification. Complaints have been filed by other customers for the defect described. It was found that the stopcock tabs for these complaints were molded below the nominal allowance resulting in thinner tabs. The thinner tabs are able to bend under less force. Per specification the stops or tabs on this particular stopcock body should bend or deform if the plug is pushed passed the stop position. The plug should not become unseated from the body and the tabs or stops on the body should not break off. As the plugs are seated and the tabs are still intact, the stops have functioned as they are designed. The tool that molded the stopcock bodies was reviewed by tooling on tooling work order (B)(4). It was determined that every tab in the mold was too thin. The tool was repaired. All stopcock bodies molded after this adjustment have remained within specification. Stopcock bodies produced by this tool prior to the adjustment were reviewed. All tabs on bodies made before the correction were found out of specification. All remaining quantities for the effected lots have been removed from stock and scrapped. A DHR review of the ICU medical lot 4442297 was performed. The stopcock body lots used on lot 4442297 were found to be beyond the bounds of the affected stopcocks. This complaint cannot be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that during the inspection process a non-conformance found with the stopcock. The quality detected units with the closing key closed which was the stopcock white handle was not closing. Furthermore, it was added that on final assembly process the teeth that prevents the stopcock tracks from moving incorrectly has a deformation. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 9617604-2024-00775 is no longer considered reportable, please disregard any reports associated with it.